Event description:
It was reported: "pt received a two piece stem. The stem broke at the junction."

Manufacturer narrative:
Legal action has been threatened in this case, and no additional information is available at this time.